Manufacturer narrative:
Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The distal shaft was ripped with damage evident on the device from the guidewire entry port to 8cm distal to the guidewire entry port; there was a loose frayed material along the damaged site. There was a leak along the damaged site of the device. An attempt was made to perform negative prep on the device but this was unsuccessful due to the build-up of contrast and blood in the inner lumen of the device. (B)(4).

Event description:
It was reported the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified lesion. The device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure, it was reported that resistance was encountered and the device failed to pass the lesion and stent deformation occurred during positioning. No excessive force was used during delivery. No patient injury reported. The physician believe' s that the event was due to use of the device in a difficult lesion. The procedure was completed with a mdt stent. The device was returned to the manufacturing facility. Analysis of the returned device identified a leak. ¿please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿